Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the electrode tip folded over during implant surgery. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.